Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the real time clock to be dead and it was unable to boot up a lab use only central control monitor. No further testing could be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint that the ccm would not boot up. He replaced the real time clock. The unit operated to the manufacturer's specifications. The suspect part was returned to manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb)procedure, the central control monitor (ccm) would not boot up and displayed a 'system battery is dead' error message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.